Event description:
The user facility reported that one channel of the device inflated on its' own during a bilateral carpal tunnel procedure, posing the risk of tissue damage to the patient if this type of malfunction should recur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.